Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-01233. Concomitant medical products: medical product: cps shrt lg drill guide 5 hole, item# 32-472712, lot# 226240, cps short anchor plug 14mm, item 178556, lot# 300670. The fractured drill pin was not returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a drill fractured in the short anchor plug outrigger during surgery. Attempts to obtain additional information have been made; however, no more information is available.